Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No weak battery, failed battery test, or battery out limit alarm noted during testing. All buttons functioning properly however, the insulin pump found corroded keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, button error alarm, and bad and low battery alert. It was also mentioned that the insulin pump was exposed to moisture. Customer's blood glucose level at the time 124mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.